Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed and no physical damage is observed on sensor patch. Sensor plug was properly seated in the mount. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure modes were observed. The low and high glucose thresholds set in the reader¿s alarm settings. Activated sensor with a new unused reader and performed accuracy test. Low and high glucose results were successfully activated. Linearity test was performed. Reader was wrapped in aluminum foil to simulate signal loss. Signal loss message was observed after testing. Sensor was scanned with reader to re-establish bluetooth connection and signal loss message was not displayed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarming issue was reported on the abbott diabetes care (adc) device. A customer reported that the sensor¿s low/high alarm did not trigger and as a result, the customer experienced a loss of consciousness. The customer had contact with a healthcare professional who provided dextrose and sugar drink for the diagnosis of hypoglycemia. No further information is available. There was no report of death or permanent impairment associated with this event.

Event description:
An alarming issue was reported on the abbott diabetes care (adc) device. A customer reported that the sensor¿s low/high alarm did not trigger and as a result, the customer experienced a loss of consciousness. The customer had contact with a healthcare professional who provided dextrose and sugar drink for the diagnosis of hypoglycemia. No further information is available. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed and no physical damage is observed on sensor patch. Extracted data from returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination).visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader and performed linearity test. Both high and low glucose alarms were successfully activated. Linearity test was performed. Reader was wrapped in aluminum foil to simulate signal loss and a signal loss message was observed. Sensor was scanned with reader to re-establish bluetooth connection and then was placed at a distance from the sensor. Therefore, the issue is not confirmed. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly documented in the previous follow up report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarming issue was reported on the abbott diabetes care (adc) device. A customer reported that the sensor¿s low/high alarm did not trigger and as a result, the customer experienced a loss of consciousness. The customer had contact with a healthcare professional who provided dextrose and sugar drink for the diagnosis of hypoglycemia. No further information is available. There was no report of death or permanent impairment associated with this event.